Manufacturer narrative:
A service technician inspected the device and found that below a setting of 100 mj, the device continued to dose as long as the finger fire button was pressed. This was confirmed by an engineering evaluation at the manufacturing facility.

Event description:
It was reported that a device malfunctioned on (B)(6) 2019. This was followed by a report on (B)(6) 2019 of a patient experiencing erythema after treatment with the ex-308.